Manufacturer narrative:
The device has been received for eval; however, the device eval is not yet complete. A supplemental report will be submitted upon completion of the eval.

Event description:
It was reported that the screen on/quick bolus button is sporadically sticking and not illuminating the screen. The pump will not turn on unless plugged into a power source.